Event description:
During an open nissen procedure, the tissue pad separated. The case was completed with another like device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.